Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
At the end of a ventricular tachycardia procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The physician thinks the perforation could have occurred during a large patient movement on the table with the catheter inside or possibly during cardioversion. There were no performance issues with any abbott device.